Event description:
It was reported that a spectrum iq infusion pump showed close door message. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "door latch sensor " was reproduced as door not fully latched. A review of the event history log (ehl) revealed door jammed messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the link was stuck. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.